Manufacturer narrative:
Concomitant medical products: 0184 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray showed a small pneumothorax one day after the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead were implanted. The pneumothorax was reported to have been resolved the following day. The products remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.